Event description:
Customer reported a past low blood glucose event with the lowest level reaching 52 mg/dl. Cause was not known. Customer consumed carbohydrates to address the low blood glucose, and it was recommended by technical support to consult with a healthcare provider to discuss factors affecting blood glucose levels. Customer acknowledged and understood the advice.